Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and will not function was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 07 messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on. Load cell #2 was replaced to remedy the complaint. Subsequently, the platform passed the load cell characterization test and was run with a lrtf (large resuscitation test fixture) for approximately 15 minutes with no issue. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and will not function. No additional information is available. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.